Event description:
Arjohuntleigh has been informed that there was an incident in where a resident slipped out of a chorus lift. The pt was not suited for the chorus lift. Customer stated that the resident had surgery and wasn't able to stand properly. Ref MFR # 9611530-2014-00010.